Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed and helix was distorted/bent. Visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, the right ventricular lead helix would not extend. The physician attempted 30 rotations 3 times, and still the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.